Manufacturer narrative:
The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window. The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were cracks on their insulin pump. The customer also reported that their blood glucose levels had been low lately. They were within the range of 45 mg/dl to 60 mg/dl. The customer had experienced a low blood glucose level of 48 mg/dl. The customer stated they had been working out which may have caused their low blood glucose. They declined troubleshooting for the low blood glucose. They did not mention any form of treatment. Due to the damage, the insulin pump will be replaced and returned for analysis.